Event description:
Customer reported a hospitalization for their blood glucose. The customer's blood glucose was 384 mg/dl at the time of the call. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 144 mg/dl. The customer stated they were hospitalized for low blood glucose because their health care provider had programmed the wrong settings. The customer was taken to the emergency room and was provided with sugar water. The doctor at the hospital advised the customer to reduce their settings on their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.